Manufacturer narrative:
Returned sheath within specification. Able to pass returned balloon membrane through sheath and hemostasis valve assembly without difficulty. No defect found in returned balloon catheter or sheath.

Event description:
The iab was inserted on 3/15/96 and was removed on 3/16/96 after 12 hours of iabp.